Event description:
The customer site found a particle in a bag. Observed post fill of human placenta cells that have been cell culture expanded. Intended for sale for pt use. Lot number h07l07038. The cells were negative for sterility, endo toxin, and mycoplasm. They sent the particle out for ftir and did not call it into baxter. The site did not use cells for any pt. These cells are process for future sale to pts. The size of the particle was about 0.3mm.

Manufacturer narrative:
Baxter medical assessment: this is a case of particulate matter (possibly plastic) in a cryocyte bag post fill. The filled cells was not administered to a pt. As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the pt regarding sterility, infection, and/or an additional adverse reaction. An attempt should be made to determine the contents and source of the particulate matter.